Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was torn/broken/bent/deformed. Foreign material (fiber) was present on the lens surface. (B)(4).

Manufacturer narrative:
The lens was explanted on (B)(6) 2017. The lens was exchanged for a shorter lens and the problem was resolved. (B)(4).

Manufacturer narrative:
(B)(4): lens remains implanted, patient plans to have the lens exchanged at a later time due to excessive vaulting. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm13.2 implantable collamer lens, -10.50 diopter in the patient's right eye (od) on (B)(6) 2016. Lens remains implanted, patient plans to have the lens exchanged at a later time due to excessive vaulting.